Manufacturer narrative:
No patient code available - slow flow, vessel spasm. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a vessel spasm, thrombus and slow reflow occurred. The right coronary artery (rca) was treated with five passes of the oad on low speed. Following this, the crown was difficult to advance to the mid vessel and the patient presented with hypotension and bradycardia. Administration of pharmacological therapy and withdrawal of the guide catheter were performed to resolve the symptoms. Treatment was performed in the mid rca, following which a vessel spasm was suspected and slow reflow was observed. Balloon angioplasty was performed to resolve the issue and multiple stents were placed to complete the procedure. It was additionally reported that a thrombus was observed via imaging during the procedure and a blood thinner was administered to resolve the issue. The patient did not experience symptoms associated with the thrombus.